Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure the 2.25x12mm taxus liberte drug eluting stent (des) was unable to cross the circumflex (cx). No patient complications were reported. However, returned product analysis revealed that the shaft had broken approximately 77.4cm from the tip.

Manufacturer narrative:
A visual and microscopic examination found that the hypotube had broken approximately 77.4cm from the tip. Microscopic examination of the balloon, stent and tip found no issues with the balloon material, the crimped stent nor the tip of the stent delivery system (sds). The balloon was tightly wrapped and was not subjected to any positive pressure. The proximal section including the hub of the device was not returned. The device was returned with the product mandrel inserted and stent balloon protector attached. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.